Manufacturer narrative:
A DHR review has been performed; no issues (ncrs or deviations) within the manufacturing process have been indicated which might explain the failure observed. Based on the reported information, the customer changed to another unit and completed the procedure with no reported injury. The device was not returned for service and evaluation, therefore the reported error was unable to be confirmed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure the device was found with no output, and was not able to cut the tissue. The intended procedure was completed by using another same similar device. No patient harm, or injury reported due to the event. No user injury reported.